Event description:
Customer reported he was hospitalized. Blood glucose value at the time of the admission was 344 mg/dl. Customer thought he was having a heart attack or stroke but it was a light stroke. Customer stated that his right arm and leg went limp, he had severe pain in head and speech was very slurred. Most recent blood glucose was 65 mg/dl; treated with food. Last blood glucose reading was 151 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.